Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) xifnt611, (osseotite tapered certain implant 6 x 11.5mm) for evaluation. Visual evaluation / functional test was performed, had signs of use, there was debris on its internal and external threads and markings from removal. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 2022010171. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022010171 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : other the customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician damages driver retention feature inside of implant. Therefore, based on the available information, a device malfunction did not occur with implant. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the implant at tooth site #30 was removed as the crown does not seat properly. Crown was not seated properly causing mobility to the implant.

Manufacturer narrative:
Zimvie complaint (B)(4).